Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: (B)(6): user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for error message (e-2). Wife is calling on behalf of the customer. The customer feels well and did not report any symptoms. Wife stated that yesterday customer had obtained blood glucose test results of 373 and 380 mg/dl pm fasting. Due to the results customer went to the ER. At the ER about 30 minutes later the customer's blood glucose test result had been 253 mg/dl. The diagnosis was high blood glucose. Customer did not receive any treatment. Customer was told that it's not unusual for the glucose to spike. Customer is not concerned about the blood results only e-2. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is (date) and open vial date was not disclosed.